Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, arm 2 faulted. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support engineer (tse) for assistance. The tse reviewed logs and saw multiple 319 errors for the universal surgical manipulator (usm) 2. The csr stated arm 2 was disabled and they were in the process of a hard reboot. System powered back on with the same 319 error for arm 2. The csr stated another patient side cart (psc) will be brought in to complete the procedure. The procedure was converted to another dvi system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm 2 faulted, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) 2 was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error logs confirmed errors 319, 1126, and 40084. The usm was tested on an in-house system in normal mode where it replicated error 319. The usm was then tested on a psc fixture test platform (pftp) where it failed fiber test on the rolling loop fiber. A gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error came back. The complaint regarding arm 2 faulted was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of arm 2 fault was attributed to component failure. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci system. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.